Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged grip ring which, likely caused the grips to not open. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The grip open lever was not functional. The grip ring moved freely up and down grip at the grip drive adapter. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of vessel sealer extend (vse) instrument would not close. The instrument also would not come out or move back into the part. System flashed a message stating "axis off". The user completed the procedure with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported.